Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported type iiib endoleak, distal migration, and aneurysm sac growth due to a lack of relevant medical imaging. The device, user, procedure, or anatomy relatedness of this event could not be determined. No procedure-related harms were identified. The final patient status was discharged on the first post-operative day following a secondary endovascular repair. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 6.5 years post initial procedure, the patient presented with a type iiib endoleak, distal migration, and 2cm of aneurysm sac enlargement per computed tomography angiography (cta). The physician elected to treat the patient by relining with the ovation ix system (one (1) main body and three (3) iliac limbs) on (B)(6) 2019. The endoleak was confirmed resolved and the patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported.